Event description:
A pt died of pneumonia approx two years after implantation of two cypher stents in the mid right coronary artery. The vessel was a de novo and eccentric with a tubular lesion. The diameter of the vessel was 3.48 mm and the lesion length was 25.25 mm. Pre-procedure stenosis was 62.7%. Vessel classification was type b2. Procedure was an elective case and radial approach was chosen for access. Pre-dilation was conducted with a balloon (3.5/30mm) at 14 atm. Inflation time was unknown. Two 3.5 by 18 mm cypher stents were implanted at 20 atm for 16~30 seconds each at the target lesion without a gap. Post-dilation was not conducted. Timi flow before and after the procedure was 3. The residual % of stenosis was 14.7%. Intravascular ultrasound was conducted. There was no problem regarding this implant and the products. An eight-month follow up coronary angiogram was conducted, and there was no stenosis observed in the cyphers, however, was 10% stenosis. Eleven months after the coronary angiogram, the pt developed a brain infarct and was treated. The pt also developed pneumonia and died of pneumonia three months later. No autopsy was performed, but according to the physician, the cause of death was pneumonia and has no relationship to the cypher because it was a non-cardiac cause of death.

Manufacturer narrative:
Please note that there are two devices involved in the same pt with the same lot number and the same catalogue number and reported under the same manufacturing number. These cypher sirolimus-eluting coronary stents are distributed outside of the united states. However, they are similar to the united states cypher sirolimus-eluting coronary stents. Add'l info will be submitted within thirty days upon receipt.